Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of leak. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem leak was not verified because leak testing was performed with no issues. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during an unknown cycle of peritoneal dialysis. The cassette leaked from an unknown location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.